Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the during the flap creation the patient moved slightly resulting in an incomplete side-cut in the patient' right eye, after two clock hours from the nasal aspect of the flap down to the edge of the hinge was not cut. The surgeon attempted to complete the side-cut with a blade but was unsuccessful and decided to replace the flap during lasik surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows one successfully performed treatments. The reported treatment could be identified in the logfile. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Root cause could be determined as external, patient condition related (patient moved). The manufacturer internal reference number is: (B)(4).